Event description:
It was reported that the customer experienced a blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided, cause was unknown. Customer changed out cartridge and infusion set and gave a manual injection to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.